Manufacturer narrative:
The air compressor delivers proper air flow and pressure for correct system operation. The user facility's biomed department inspected the unit and found there was an air leak at the lid control valve of the advantage plus. The air leak subsequently caused the compressor to overheat resulting in the reported event. The advantage plus was installed in 2016 and is not under medivators service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The user facility elected to perform the repairs to their unit and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the air compressor to their advantage plus endoscope reprocessing system overheated and parts separated from the compressor. No report of injury.